Event description:
It was reported that during an MRI scan the patient had a feeling of warmth near the device implant location. The scan was stopped due to patient safety concerns. A device interrogation after the MRI revealed the device was operating within normal limits and the device remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. (B)(4).